Event description:
A customer service representative from greece evaluated a customer's complaint of e11. The representative ran control tests and received results of 595 and hi. The approximate normal control range was 105-145 mg/dl. No adverse event was alleged. The customer's tests strips are expected to be returned for further evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.